Manufacturer narrative:
Block e1: this complaint was reported by the patient's lawyer. The device was implanted at (B)(6) by dr.(B)(6). Block h6: patient code e211401 captures the reportable event of bladder perforation. Impact code f19 captures the reportable event of surgery. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted into the patient for the treatment of stress urinary incontinence (sui) during a procedure performed on (B)(6) 2008. During the procedure, the patient had a small perforation of the left trocar through the anterior bladder wall, but there was no evidence of bleeding. The trocar was then removed and replaced. The procedure was completed and the patient was returned to recovery room in satisfactory condition after reversal of anesthesia. On (B)(6) 2018, the patient underwent a revision surgery due to pelvic prolapse and recurring stress urinary incontinence (sui). The patient was reported fine at the end of the procedure with no complications. She was also to have a suburethral sling performed on the same day but was cancelled due to insurance issues.

Manufacturer narrative:
This complaint was reported by the patient's lawyer. The device was implanted at (B)(6) by dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted into the patient for the treatment of stress urinary incontinence (sui) during a procedure performed on (B)(6) 2008. According to the complainant, the patient underwent a revision surgery on (B)(6) 2018 due to pelvic prolapse and recurring stress urinary incontinence (sui). The patient was reported to be fine at the end of the procedure with no complications.